Manufacturer narrative:
The exact cause of the user's experience could not be conclusively determined at this time. If add'l and significant info becomes available later this report will be updated. This report is third of four reports. Cross reference report numbers: 2951238-2014-00148, 00149 and 00151.

Event description:
Olympus was informed by the user facility in response to the recall letter that four out of 13 pts returned to the emergency room or to an outpatient clinic within 30 days of the implant procedure with symptoms of infection. There was no add'l info provided for the other two patients. All pts have been treated. Olympus contacted the user facility via telephone and in writing in an attempt to gather more detailed info regarding the reported event, but with no results.